Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Procedure: posterior lumbar spinal fusion levels implanted: l5-s1 it was reported that, the patient underwent spine fusion surgery on the lumbar region at levels l5-s1. The patient was implanted with rhbmp-2 collagen sponge via posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space and along the transverse processes). Post-op, the patient complained of progressively worsening low back pain and radiculopathy in his lower extremities. Patient still continues to experience severe and unrelenting pain in his lower back with pain radiating to his legs and feet, swelling in his lower back and legs, and tingling in his left foot. Patient experiences difficulty walking and sometimes requires a cane to assist in ambulation. Patient injuries prevent him from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: unknown date: the patient underwent MRI scan of the lumbar spine demonstrated slight degenerative changes of the disc space at l4-5.there is a large left-sided disc at l5-s1 with lateral recess stenosis and compression upon the descending left s1 nerve root here. He also underwent MRI scan of cervical spine demonstrated a congenitally narrow spinal canal with disc bulges at multiple levels and multiple areas of mild to moderate stenosis. Another MRI scan of the thoracic spine showed areas of bulging discs at multiple levels without high grade stenosis. On (B)(6) 2010: the patient underwent the following procedures: minimally invasive microdissection and muscle splitting approach for left l5-si laminectomy with facetectomy and foraminotomy (transforaminal approach); left l5-s1 diskectomy; tlif at l5-s1 approached from the left side, the spacer was a 13 mm synthes tlif peek spacer at l5-s1; posterolateral fusion l5-s1; rhbmp-2/acs and allograft; intraoperative fluoroscopy; percutaneous cannulated l5-s1 pedicle screws and rods (6.5-mm x 45-mm at l5 and 45-mm at s1 ); left iliac crest bone marrow aspiration; intraoperative emg and ssep monitoring. As per the operative notes: ¿pedicle screws were then placed at these levels under fluoroscopic guidance (45-mm pedicle screws at l5 and 45-mm at s1). The rods were placed bilaterally under fluoroscopic guidance. The disc space was put into compression and the rods were then tightened down. Intraoperative x-ray showed appropriate alignment of the graft, screws, and rods. A posterolateral fusion was then performed with the matrix including rhbmp-2/acs and bone marrow aspirate soaked graft for a posterolateral fusion. This matrix was laid along the transverse processes of l5-s1 bilaterally.¿ the patient tolerated the procedure well without any intraoperative complications.